Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported slda appears to be related to procedure condition. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip and further reduce mr. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was positioned and deployed without issue. A second clip was prepared according to instructions for use (IFU) and advanced into the anatomy. Clip placement and orientation were done in the left atrium (la). When in the left ventricle (lv), the clip was more medial than anticipated. The physician attempted to move the clip more lateral by moving the stabilizer. The clip did not move as anticipated, so the physician removed m to approximate the clip to the first clip. After grasping the leaflets, it was determined that the grasp was secure and reduced the observed mr. After release, the clip move medially and it almost immediately appeared to only be attached to the posterior leaflet on p2 (single leaflet device attachment/slda). To stabilize the slda and treat the residual mr, a third clip was positioned between the two clips. The clip was securely attached and the remaining mr after release was mild-moderate. The physician believed that the second clip migrated medially because during the attempt to approximate clip two to clip one, chords were dragged and when clip two was released, it was actually attached to a more medial position than anticipated. A total of three clips were implanted, reducing mr to a grade of 1-2.